Event description:
It was reported to boston scientific corp on (B)(6) 2009, that a flexima biliary stent system was used during a stent placement procedure performed on (B)(6) 2008. According to the complainant, during deployment of the stent, the guidewire and the stent guide catheter were stuck. The stent was deployed successfully, however, the flexima guide catheter broke when the physician was trying to pull it out of the system after stent deployment. The physician could not remove the wire or the guide catheter and opted to remove the entire stent system. The procedure was completed with another MFR's device. The pt was reported to be doing well.

Manufacturer narrative:
(B)(4): fracture(s) of device/material. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).